Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient alleged the needle and sensor wire detached and remained under the skin on (B)(6) 2020. A photo received from the healthcare personnel (hcp) confirmed a reddened area at the insertion site. It was reported that the surgical removal of the needle/sensor wire was scheduled for (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.